Manufacturer narrative:
Date sent to the FDA: 1/12/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent robotically assisted laparoscopic colpopexy, posterior colporrhaphy, implantation of polypropylene mesh manufactured by empathy, excision of left paraovarian cyst and excision of right paratubal cyst due to vaginal vault prolapse, rectocele and weak rectovaginal fascia. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and other-back pain. It was reported that patient underwent coloplast restorelle implant on (B)(6) 2011 due to pop. It was reported that patient underwent excision of exposed vaginal mesh, sling revision, cystoscopy on (B)(6) 2013 due to exposure, dyspareunia, urinary hesitancy. It was reported that patient underwent revision/new implant surgery on (B)(6) 2015 due to recurrence and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2015, and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.